Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.

Manufacturer narrative:
Per additional info received, the root cause of the failure is a care fusion canister not manufactured by ge healthcare. The reported complaint was due to this non-ge product and therefore this event is not reportable in the USA. The manufacturer has been notified of this failure.